Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer had an issue with a suction tube. The customer reports: the diameter of tube installation part is too small causing the tube to come off.

Manufacturer narrative:
Based on the reported malfunction originally stated by the customer, this complaint was filed as an MDR. However, per additional information received, the customer clarified that the yankauer is coming off the connecting tube because the diameter of the yankauer is too small. Based on this information this is not a reportable event.